Event description:
It was reported that during a lap nissen fundoplication procedure the clips were malformed. No cholangiography was done, the device was not broken and it is unknown at what firing the clips malformed. Another device was used to complete the case. Patient consequence not reported. One device is being returned.

Manufacturer narrative:
Info anticipated, but unavailable at this time.